Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they fell down a couple days ago, and today their tremors returned. The patient only had about 1/8th of the implant charged and wanted to know if this could be the reason. During the call the implant was checked with the programmer which showed the implant was turned off. The consumer was unsure how the implant got turned and thought it may have been from the fall. The patient was redirected to their healthcare provider (hcp) to have the implant checked and it was reviewed how to turn the implant back on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they didn¿t know what led to the device being off. The consumer noticed their tremor started the night before and, in the morning, it was still there. The consumer was low on charging, but it didn¿t seem to explain it, so they called the manufacturer. To resolve the issue the consumer spoke with the manufacturer who asked them to check if the device on. The consumer took out the controller which hadn¿t been touched for weeks so they walked their wife through the steps to turn it back on and it worked. The tremors have completely resolved.